Event description:
A malfunction was reported on the customer's pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. The customer did not recall any notable events prior to the malfunction. Technical support assisted the customer by providing reset information, but when the code reoccurred, it was decided to replace the pump. The customer was informed about receiving a new pump with updated software and needing to program settings and connect their cgm to it. They agreed to return the problematic pump to tandem using a return box and pre-paid label. The customer will use mdi as a backup therapy to maintain insulin delivery until the replacement arrives.